Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive synchroseal to perform failure analysis (fa). Fa could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing. The probable root cause of customer reported issues couldn¿t be determined based on the information provided and failure analysis results as the reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The fa investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Additional observation(s) not reported by site: the instrument was found to have the jaw cover torn. The tears measured roughly 0.1060" x 0.0455". The jaw cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. There are no signs of thermal damage present at the end of any tears. The probable root cause of torn jaw cover and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during central processing, a synchroseal instrument reached a maximum number of sterilizations. There was no report of patient involvement.